Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Shock impedance had increased from 50 ohms to 200 ohms. Device replacement was recommended. The patient was then admitted by the following physician due to other non-associated symptoms. While the patient was an inpatient, an attempt was made to replace the pulse generator due to normal battery depletion as well as replacing this lead, however no access could be obtained. Venous access was gained on the right side and a competitor system was implanted. No additional adverse patient effects were reported. This rv lead remains implanted.